Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the dignishield manual was reviewed and customer wanted to find information about what should be done if there was a tear in the rectal tube. Also asked was it advised that the area be patched up or should a new one be placed? Also stated that, if there was tear would it compromise the balloon retention.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the dignishield manual was reviewed and customer wanted to find information about what should be done if there was a tear in the rectal tube. Also asked was it advised that the area be patched up or should a new one be placed? Also stated that, if there was tear would it compromise the balloon retention.